Event description:
A malfunction alarm was reported during the pumping process of an insulin pump. There was no adverse impact to the customer's blood glucose level. The customer attempted to resume insulin therapy by loading a new cartridge, but the cartridge alarm recurred. Technical support assisted the customer in preparing the pump for return and arranged for a replacement, instructing the customer to use multiple daily injections (mdi) as backup therapy. The pump was confirmed to be under warranty, and instructions were provided for returning the pump using a pre-paid label.